Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's ipg was flipping in the pocket and caused the lead to be tangled. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg and lead were explanted and replaced to address the issue. Therapy was restored post procedure.